Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system had a leak from an unidentified location. The system was replaced with a 3.5 cm cuff, pump, and 61-70 cmh2o balloon. The patient had good results. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The system had a leak from an unidentified location. The system was replaced with a 3.5 cm cuff, pump, and 61-70 cmh2o balloon. The patient had good results. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Manufacturer narrative:
Model number: balloon: 72400024 pump: 72404127. Serial number: balloon: (B)(4). Pump: 651921009. Catalog number: balloon: (B)(4). Pump: 72404127. UDI number: balloon: (B)(4). Pump: 00878953003078. Expiration date: balloon: 06/10/2015 pump: 05/05/2012. Manufacture date: balloon: 07/01/2010 pump: 06/10/2010.